Event description:
The customer reported that the bed to bed overview was not working. The device was reported to be in use on a patient, but no adverse event to the patient or user was reported.

Manufacturer narrative:
Product and 501k information is not available after several good faith effort attempts were made. If information is made available supplemental report will be sent. The philips technical consultant (tc) confirmed the event. The tc went onsite and evaluated the issue. The cause was noted to be the server. The tc stated that rerunning the setup on the server could resolve the issue, however the server was end of life and rerunning set up could cause other issue. The customer decided not to re run the setup. The cause of the event was the server. The tc provided the customer with information on the event. The device remained on site.